Manufacturer narrative:
Beckman service field service engineer (fse) evaluated the au480 chemistry analyzer and identified the failure mode is s probe inner wash valve malfunctioning. The fse replaced s probe inner wash valve to resolve the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of getting erroneous patient results for multiple analytes on their au481-10e clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.